Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because meter displayed meter problem call cs sc5 and issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. The product(s) have not yet been evaluated; lfs will evaluate it/them and inform FDA of the results in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (08/07/2012)-device evaluation: the meter and test strips involved with this complaint have been returned respectively on (B)(6) 2012 and evaluated by product analysis (pa) on (B)(6) 2012 with the following finding: the meter involved with this complaint failed testing. The meter was found to have data corruption. The test strips passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.